Event description:
It was reported that the patient called with a driveline power fault alarm, noting that the green pump running symbol was illuminated and all parameters were within normal range. Ventricular assist device (vad) coordinators met the patient in the emergency room and exchanged the system controller and modular cable were exchanged without any incident and no further alarms were present. The patient returned home in a stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller was returned for evaluation following the reported event of driveline power fault alarms; however, it was determined that the system controller was unrelated to the cause of the reported event. The log file contained approximately 9 hours of relevant data (on 12apr2024 from 11:16:09 ¿ 20:08:01 per the timestamp). The log file captured a driveline power fault alarm on 12apr2024 from 18:09:22 to 20:06:44 due to a pwr_b_broken fault; this alarm is addressed under the modular cable investigation. No other notable alarms were observed in the log file. The data in the log file did not indicate any issues with the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for approximately two hours without any issues or atypical alarms produced. Per the modular cable investigation, the reported driveline power fault alarms were determined to be due to damaged wires in the cable. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.